Manufacturer narrative:
(B)(4). Event evaluation - a functional test along with reviews of the complaint history, documentation, quality control (qc) trends and a visual inspection of the returned products was conducted during the investigation. A total of (B)(4) devices from two separate lots were returned to the manufacturer to assist in the investigation. Two devices from each lot were tested and it was confirmed that leakage occurred from the center of the silicone disc. This valve is 100% leak tested upon incoming qc. In addition, the final inspection for check-flo valve assembly, requires the device be 100% air leak tested per quality control specification as well as an inspection to confirm the appropriate check-flo assembly has been used. There is no evidence to suggest the device was not manufactured per specifications. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a fistula de-clot procedure, when the physician placed the performer introducer in the patient, nothing went through; however, leakage at the hub was noted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When the physician placed the performer introducer in the patient, nothing went through. Leakage occurred at the hub was noted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.